Manufacturer narrative:
The insulin pump passed the displacement test. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a stained address and serial number label and a stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Blood glucose value is 222 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.